Event description:
Caller reported a malfunction on pump, specifically code malf 12. There was no adverse impact to customer's blood glucose level, as levels did not exceed 500 mg/dl. Technical support provided pump reset information and assisted caller with resetting the pump, after which the malfunction did not recur. Caller was instructed to call back if issue reappears and chose to continue pairing the sensor independently.